Event description:
It was reported that the pump is indicating residual volume despite the tubing and bag or cassette being emptied. There was no reported patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Manufacturer narrative:
D7a - updated. H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.